Event description:
It was reported that the insulin pump alarmed motor error during bolus delivery. Customer stated he was not sure what his blood glucose was but it was in 190's mg/dl. Customer stated he uses the sensor feature on the insulin pump. The customer was advised the motor error alarm maybe be caused by viewing the sensor glucose graph while the insulin pump was delivering bolus. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.